Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The day after event onset, the patient was hospitalized and treated with vancomycin injection (2g, every 5th day, intraperitoneal, ongoing), tobramycin injection (40mg, at bedtime, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events and remained hospitalized. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.